Manufacturer narrative:
We checked the returned unit and confirmed that the ccd/us probe unit shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd/us probe unit. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the us connector cable perforated, the insertion flexible tube (ift) buckled, the remote control buttons cracked, the us connector cable leak, the distal body worn out, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.